Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a coronary artery. A 3.50x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent was lifted up. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a coronary artery. A 3.50x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent was lifted up. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: promus element plus, mr, ous 3.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to distal end of stent with struts stretched in distal direction. The od (outer diameter) of the undamaged proximal and mid crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.